Manufacturer narrative:
Updated: h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed objective lens adhesive peeling issue could not be determined, however, the issue was likely due to repetitive use stress, user handling/mishandling and or external factors. The event may be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection, 3.3 inspection of the endoscope 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reported in b5, the device evaluation found the following: due to a pinhole on the universal cord the water tightness was lost, the bending section cover had a scratch and was chipped, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, switch 1 had discoloration, the lock engagement lever had discoloration, the indication on the light guide connector was not correct, the light guide cover glass had a scratch, and the video connector was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the videoscope had air/water leakage from the universal cord. There were no reports of patient or user harm associated with tis event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: adhesive around objective lens was peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.